Event description:
A report was received that the patient will undergo a lead revision procedure.

Event description:
A report was received that the patient will undergo a lead revision procedure.

Manufacturer narrative:
Additional information indicates that the patient was not getting adequate back coverage due to lead migration which was confirmed by x-ray. The patient will undergo a lead revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50 serial # (B)(4) description: linear st lead with preloaded enhanced stylet - 50 cm.